Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00038.

Event description:
The customer originally contact olympus and reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. These events have been reported in (B)(6): tjf-q190v, 2022707 and (B)(6): maj-2315, h1x08. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(6). A physician also reported to the facility, 'this issue is happening at other facilities as well.' Multiple attempts have been made to clarify 'this issue' but the customer has not responded. Therefor, it is unknown if this is involving other patients and the cap falling off in the airway or the cap breaking at the perforation line when attaching to the endoscope before use. This report is for (B)(6) for the distal cover.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to g2, h6. G2: information added to this field that was inadvertently not included on the initial medwatch. H6: correction to medical device problem code. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) states the following: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.